Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, unexpected restart alarm error test, displacement test due to blank display. Unit had cracked liquid crystal display window, cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump screen went blank. The customer¿s blood glucose was 122 mg/dl. The customer reported that there was fluid under the display. The customer reported that there was small hairline crack on outside of case. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.